Event description:
Caller from inform system user facility reported neonate patient blood glucose results: 8:47 am - 41 mg/dl 9:07 am - 29 mg/dl (crlo) patient was treated with d10 at this point but caller doesn't know how much. 9:22 am - 58 mg/dl 9:39 am - 59 mg/dl 10:15 am - 29 mg/dl (lab reading) 10:15 am - 50 mg/dl (meter reading from same heelstick as the lab) 10:53 am - 67 mg/dl 11:42 am - 36 mg/dl (lab reading) 11:42 am - 55 mg/dl (meter reading from same heelstick as the lab) 12:52 pm - 47 mg/dl (lab reading) 12:52 pm - 58 mg/dl (meter reading from same heelstick as the lab) there was no report of any adverse effect to the patient based on the meter results. Caller stated he was not there when it happened, but he thinks the baby had an infection and was very stressed. The baby is fine today and all readings are as they should be. A request was made for the return of the meter, strips and controls, replacement meter sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead had a "product performance issue" at implant attempt. No patient complications have been reported as a result of this event.